Manufacturer narrative:
Consumer reported symptoms of conjunctivitis, sinus, stinging and red eye that has been occurring within the last five months. Consumer needs to use a peroxide based product since she is allergic to most other ones. The (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptoms reported are consistent with the (B)(6) description of a temporary condition associated with hydrogen peroxide exposure. Product was requested but not received. Attempts to obtain additional event information have been unsuccessful.

Event description:
Consumer reported symptoms of conjunctivitis, sinus, stinging and red eye that has been occurring within the last five months. Consumer needs to use a peroxide based product since she is allergic to most other ones. There was no report of a medical evaluation or medical treatment associated with the experience. The complaint suggests the device may have malfunctioned as a result of variability of neutralization.